Manufacturer narrative:
(B)(4): coughing. Non evaluation: the initial reporter indicated the unit is working fine. This is one of three 3500a reports being submitted for this alleged product malfunction. Please reference manufacturer report numbers: 2084725-2009-00702 and 2084725-2009-00704.

Event description:
A report was received from the field indicating that three healthcare workers experienced human reactions related to odor emitted by the sterrad unit. The initial reporter indicated that after the cycle completes and they open chamber to remove items, there is a strong "smell" coming from the unit that they believe it to by hydrogen peroxide (h2o2). The second employee experienced coughing, headaches, and nausea from the strong smell. The symptoms resolved in approximately two weeks. Medical attention was not sought. The frequency of exposure to the unit is intermittently throughout the day. The symptoms occur when the worker is in the room with the unit after a completed sterilization cycle. The worker has recovered and she is no longer around the unit.